Event description:
This lead was attempted an implanted on (B)(6) 2013, due to difficulty in fixation. The physician is dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).